Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (B)(4) that the s5 erc tubing clamp was partially engaged during a procedure. The flow was lowered to apply the clamp and when the flow was increased back to full flow (around 5 lpm), the perfusionist was only able to achieve a flow of 2-2.5 lpm. The clamp was removed and the rest of the case proceeded without issue. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device not available for return.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (B)(4) that the s5 erc tubing clamp was partially engaged during a procedure. The flow was lowered to apply the clamp and when the flow was increased back to full flow (around 5 lpm), the perfusionist was only able to achieve a flow of 2-2.5 lpm. The clamp was removed and the rest of the case proceeded without issue. There was no patient injury.

Manufacturer narrative:
The device manufacture date provided in the initial report, september 21, 2016, was incorrect. The correct manufacture date is november 28, 2011. (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the reported issue was temporary and had no long term effect on the patient. The device was returned to sorin group USA for evaluation. During functional testing, the issue was reproduced and the unit would stop not fully clamp. Visual inspection revealed that there was fluid ingress into the unit. The device was returned to sorin group (B)(4) for additional investigation. Functional testing was again able to duplicate the reported issue and troubleshooting identified a damaged ball bearing as the root cause of the failure. Sorin group (B)(4) determined that the bearing was damaged due to fluid ingress. The tubing clamp was repaired and sent back to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue for which a CAPA and change order have already been implemented. The unit was manufactured prior to these changes.